Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. Additionally, the patient reported that the device emitted beeping tones. During a routine device interrogation in clinic, shock impedance measurements were observed to be stable and no additional out of range measurements were observed. Boston scientific technical services (ts) discussed troubleshooting options. A follow up appointment was planned. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.